Manufacturer narrative:
Continued: off-label, unapproved or contraindicated use (aortic neck angulation) section d information references the main component of the system. Other relevant device(s) are: (B)(4) sn (B)(4), expiration date: 2017-02-09, (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The infrarenal aortic neck measured between 34 mm and 36 mm in diameter. It was reported that a follow up CT scan observed a type iii separation endoleak between the endurant ii stent graft bifurcate and the endurant ii aortic extension. Per the physician the cause of the event was due to implanting in an off-label patient anatomy. The physician elected to implant an aortic cuff to reline the stent graft and the event was resolved. No endoleak was observed post procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.